Event description:
An impella cp device was inserted into the right femoral artery in a 33-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) in scai stage e shock on multiple inotropes and vasopressors prior to initiation of support. While in the intensive care unit (ICU), the patient experienced runs of ventricular tachycardia (vt). The physician repositioned the pump, and the ventricular tachycardia subsequently improved. However, the impella began to suction if the p-level was greater than p-5. The post-procedure outcome was survived at explant with an escalation of therapy to an impella 5.5 for cardiomyopathy. Arrhythmias, particularly vt, are common complications during impella support, often driven by the mechanical interaction of the device within the heart, underlying myocardial disease, or position related. Arrhythmias are listed as potential adverse events and are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Patient's race and ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: per a review of the complaint file, omitted a140501 and added a140508. Investigation summary: tachycardia: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.